Event description:
Customer stated they are seeing after centrifugation a portion of the gel is not adhering to the tube wall forming, what they refer to as, a "gel tail". Customer uses clinaseal cs6c centrifuge, fixed angle, at 3200 rpm (1100 rcf) for 10 minutes. Centrifuge was recently calibrated. Customer stated their roche c311 is giving abnormal sample errors relating to the probe aspiration of the plasma sample. This lot is what they presently are using, and have not tried another lot. Customer advises they are a long time user of vauette® tubes.

Manufacturer narrative:
Complaint (B)(4) retrospective filing. Received 1rk 456087p/b1807345 for evaluation. Received customer pictures. We have no further complaints on the material/batch. We have no further inventory of the material/batch. A review of quality, production and maintenance documentation shows no deviations related to the reported issue. Customer returned samples were visually evaluated. No deviations related to the reported issue could be observed in the samples. Some of the samples were evaluated in a blood draw. Gel barriers formed correctly and good separation was observed in all tested samples when centrifuging using recommended gbo parameters within 2 hours. The appearance of the gel barriers of tested samples is similar to those in previous blood draws. No "gel tails" as described by the customer were observed. The tested samples did not resemble those in customer submitted pictures. No deviations could be observed on the samples. The alleged malfunction could not be confirmed.